Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-11409. This report, 1818910-2013-04116, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-11409. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Correction to MDR numbers in narrative. This is a duplicate report of 1818910-2013-11410. This report, 1818910-2013-04117 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-11410. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address a failed right total hip and metallosis. Upon revision a synovitis with gray tissue was found. Also, a gray filled cyst was found on the inferior anterior quadrant of the acetabulum. The cup was noted to have bone ingrowth around the periphery and fibrous ingrowth in the midsection. Update: (B)(6) 2012 - legal claim received. It is alleged the patient suffers from pain and possible increased metal ions in the blood.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2013.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address a failed right total hip. Upon revision a synovitis with gray tissue was found. Also, a gray filled cyst was found on the inferior anterior quadrant of the acetabulum. (Right hip).

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013-litigation papers received alleging that the patient suffers from severe and debilitating pain, weakness, and swelling. Also alleged is stiffness that has affected the patient's mobility in her daily activities. The doi was provided.

Manufacturer narrative:
Depuy still considers this investigation closed.